Event description:
It was reported that during use in a procedure at the user facility, the device was had liquid that leaks. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
In accordance with the "final guidance on medical device reporting for manufacturers" issued on november 7, 2016, stryker instruments will no longer report the malfunction of the product leaking fluid on our small bone powered surgical systems product lines (product code erl), as this malfunction has not caused or contributed to any serious injuries in at least two years. No new mdrs will be generated for this malfunction moving forward. Additionally, supplemental records may be filed for any past reported events that are still pending evaluation or obtain new information. Should a new serious adverse event occur attributed to this malfunction, MDR reporting will resume.

Event description:
No new information.